Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high and low blood glucose. The blood glucose levels were not recorded at the time of the call. The customer was treated with the insulin pump. The customer declined trouble shooting the insulin pump because they state the pump works fine and instead would like to trouble shoot the meter. No further information was provided.